Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection and bleeding are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that on (B)(6) 2021, the patient experienced stoma site bleeding . The physician fixed the peg tube to the skin with stitches to prevent stoma site bleeding by moving the peg tube. On (B)(6) 2021, the sutures were removed and patient was started on oral antibiotic cipro 500mg twice a day for stoma site infection.